Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 520 mg/dl, 130 mg/dl, and 96 mg/dl (system 1); and 60 mg/dl (system 2). No adverse event reported. The same test strip vial was used for both meters and results. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.